Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse),') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy- full). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, female sexual dysfunction, menorrhagia, hormone level abnormal and fatigue had resolved and the rash and skin disorder outcome was unknown. The reporter considered dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, rash and skin disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporters information updated.. Event: injury were updated to apareunia. New events: dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash, skin condition, fatigue were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') and genital haemorrhage ('sometimes I bleed even if I don't have sex') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, penicillin allergy, coital bleeding, adenomyosis and nabothian cyst. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding ( menorrhagia) / my period has gone from 4 to 7 days"), rash ("rash"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), skin disorder ("skin condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal area pain"), coital bleeding ("sex is limited oh and I bleed") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy- full). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, female sexual dysfunction, menorrhagia, hormone level abnormal, fatigue, vaginal haemorrhage, dysmenorrhoea, vulvovaginal pain and abdominal pain had resolved, the genital haemorrhage, skin disorder, coital bleeding and adenomyosis outcome was unknown and the rash was resolving. The reporter considered abdominal pain, adenomyosis, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, rash, skin disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Magnetic resonance imaging - on an unknown date: adenomyosis. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : coital bleeding, genital haemorrhage, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs, mr and social media report received : events- "abnormal bleeding (vaginal), dysmenorrhea (cramping), vaginal pain, abdominal area pain, sex is limited oh and I bleed, sometimes I bleed even if I don't have sex, adenomyosis", reporter, lab data, medical history, patient demographic added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.